Event description:
Same case as #6000093-2005-01090. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection and a stent dislodgement occurred. The pt returned for interval treatment of the proximal to mid left anterior descending artery (lad). Access was obtained through the right femoral artery. Kissing balloon angioplasty was performed at the bifurcation of the extensively calcified, 70-80% stenosed lad/dx using 2.5x15mm maverick balloons. This improved the lad lumen size. A taxus express2 2.5x 20mm drug eluting stent was placed into the 1st dx and a taxus express2 2.5x 16mm drug eluting stent was placed in the lad. The dx stent was then deployed and the balloon and guidwire were retracted. The lad stent was deployed across the origin of the 1st dx branch in a crush technique. A 2.5 x 15mm quantum maverick balloon was placed into the dx stent while the stent delivery balloon was placed in the lad and kissing balloon angioplasty was performed. There was an excellent result on the bifurcation but there was an appearance of a lesion just beyonded the stented lip of the dx branch which could have been a small lip dissection. This was ballooned. The physician attempted to pass a taxus express2 5x 8mm drug eluting stent to the area, but it would not pass through the proximal lad. The stent and balloon were removed. The physician repeated the kissing balloon angioplasty of the lad/dx bifurcation and tried again to pass the stent, but was unsuccessful and it was removed. The physician elected to end the procedure that time. While the physician was dictating, he notified that the 2.5x 8mm taxus stent had been stripped off the balloon at some point in the attempt to pass to the lad. Under fluoroscopy, the lad was scrutinized. They attempted to located the stent but could not definitely define the location of it. The plan was to bring the pt back to the cath lab the following day in an attempt to locate the stent the pt was transferred to the floor. During the night the pt experienced pain and was brought back to the cath lab the next morning. A different physician ballooned the undeployed stent inside the dx and placed another stent in the lad with good results. No additional complications were reported. Pt status is reported to be satisfactory.